Event description:
Medtronic received information (prior to hde approval) that when this transcatheter bioprosthetic valve was implanted, complete pre-post dilation could not be achieved. At discharge echocardiography revealed mean gradient of 32mm/hg. Redilatation was scheduled. Eight month post-implant, gradients were 70 mmhg, peak-to-peak gradient was 40 mmhg, therefore, dilatation was performed with a 22 atlas balloon. Several stent fractures occured at a pressure of 6 atm and recoil was noted. Another 36 mm ld-max stent on a 20mm z-med balloon was implanted and thereafter a new melody on a 22 mm delivery system. Post-dilation with a 22 mm atlas balloon at 10 atm allowed complete opening of the melody. Remaining gradient of 20-25mmhg was observed. A cd with data of the cath / angio was provided. Additional information was received that at re-intervention, there were no patient related complications. At initial implant performed no post-dilation had been performed and re-dilation up to 22mm had been scheduled. The day of re-intervention, the patient was carefully examined in the cath lab before the procedure, no stent fractures were visible, the melody was perfectly situated in the target area and not compressed by sternum. During dilation with the 22mm atlas balloon the stent fractures occurred; the fractures were completely longitudinal. This caused complete recoil/collapse of the melody after deflation of the balloon, stent integrity of the melody had disappeared. Implant of another ld max stent and melody was successful and without any problem. Additional information was received (post hde approval) that three years after re-intervention, these bioprosthetic valves developed stenosis, with a mean gradient of 34 mmhg and a max gradient of 62 mmhg. The patient was treated with balloon dilatation. It was reported that there was evidence of stent fractures with slight kinking. During dilatation (with a 20mm atlas balloon catheter), the balloon ruptured and was recovered with a snare system via puncture of the right groin. After two attempts at stent implantation and balloon dilatation, a 20mm transcatheter bioprosthetic valve was implanted valve-in-valve with good position and configuration. Post-dilatation was performed with residual gradient of 20 mm/hg. It was reported this intervention resolved the issue with no other adverse patient effects.

Manufacturer narrative:
The root cause of reported high gradients and stent fracture were not confirmed; however, the catheterization images from this case were reviewed. The overall impression was that the stent fractures identified in (B)(6) 2008 (this valve is listed in the concomitant product section) were not caused by the inflation of the atlas balloon; rather the inflation of the atlas balloon made pre-existing fractures visible. Recently received information indicates that stenosis developed with the second melody valve implanted valve-in-valve within the initial melody implant in the event mentioned above. The valves were treated with balloon dilation and remain implanted. Based on the available information, a conclusive root cause to the stenosis could not be determined. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information: serial number and date of birth were received. Based on the serial number, the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.